Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries failed to meet run time spec (they ran less than two hours) in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the batteries and the issue was resolved. The stm then completed the pm with full calibration, functional and safety test. The unit passed all the tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6).

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, d4 (version or model #, catalog #, unique identifier (UDI) #), g1 (contact person ¿ mfg site).

Event description:
N/a.